Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the implantable cardioverter defibrillator revealed a significant decrease in battery longevity due to premature battery depletion. No interventions were reported. The patient was stable. Further information was requested but not received.